Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient entered bg values outside the 20-600 range, which is misuse of the device. On (B)(6) 2024, the patient reported the cgm was reading 48 mg/dl, and her bg meter reading was 3 mg/dl. The patient was wearing a tandem insulin pump. The patient can no longer recall any of the specifics related to this event, including symptoms, treatment, etc. She stated that all she knows is ¿the cgm was reading around 40 points off¿. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.